Event description:
Per the audiologist, the patient has had a decrease in performance. The patients parent reported that the patient had a small impact to the implant side of the head. There was also an electrode ¿kinked¿ during surgery. The patient was explanted 2008 and the patient was reimplantd with a new device during the same surgery.